Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional on 2019-jun-21. It was reported that the cause of the failed aspiration was that the catheter was blocked. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# h823324604, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter; product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 09-may-2014, UDI#: (B)(4); product ID: 8731, serial/lot #: (B)(4), ubd: 09-aug-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (20 mg/ml at an unknown dose) via an implantable infusion pump. It was reported that a catheter aspiration failed. A replacement of the catheter was scheduled and completed on (B)(6) 2019. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. No patient symptoms were reported. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. The devices would not be returned for analysis as they were discarded. No further complications were reported.